Manufacturer narrative:
An aquabeam motorpack and a related aquabeam handpiece were returned for investigation stuck together. During functional testing, an e21 and e22 error was triggered and could not be cleared. However, the aquabeam motorpack was tested multiple times with a different aquabeam handpiece without any issues or errors. The root cause is no problem found as the aquabeam motorpack was found to be functioning as intended. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam motorpack/serial number (B)(6) were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults e22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6. Adverse event problem component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam robotic system generated multiple instances of an "e22 - motorpack error." Despite troubleshooting attempts, the errors persisted and could not be resolved. Additionally, the aquabeam handpiece could not be disconnected from the aquabeam motorpack. The treating surgeon ultimately made the decision to abort aquablation therapy and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.